Manufacturer narrative:
The fiber could not be power tested due to the break. The fiber was bent around the designated 270 um test fixture and passed the mechanical bend radius test. The break in the fiber is likely caused by an error in user handling. The fiber indicates that the break was caused by pulling the fiber beyond it's minimum bend radius while being fired by the laser.

Event description:
The customer stated that the "fiber had no aiming beam initially. When fired, the fiber broke at the connection closet to the laser and melted the insulation. The defect was noticed immediately. The laser is a lumenis versapulse 100 watt holmium laser, system #0638-803-01, series #008. The laser was set on 28 watts."